Event description:
Customer reported to horiba medical (horiba) technical support (ts) that when the patient results were received into the litemd data manager from the micros 60 analyzer th wrong patient was applied to the results. The results were reported outside the lab but the nurse noticed that the sample ID and patient number didn't match on the printed report. The error was caught before treating the patient. There was no impact to the patient care. The customer indicated that after inputting demographics for a new patient in the litedm the customer keeps the patient screen displayed with patient to be selected later when the results are received. At the point where customer is to select the patient, someone accidentally moved the mouse wheel and the wrong patient in the list was selected and applied to the results received in litedm. Ts explained the proper stps and advised the customer not to order the patient until results have been received int the litedm first.

Manufacturer narrative:
The user manual that the customer has on site contains the instruction that require the user to verify the patient results prior to printing. Ts confirmed proper performance of the software and the user manual instructions with the customer over the phone june 30, 2014. Ts reminded/retrained the customer about the proper steps described in the user manual that needs to be followed for printing the patient results from litedm. The litedm customers are trained on the operation and the use of the litedm customers are trained on the operation and use of the litedm by a horiba medical representative. The instruction for processing the patient results from litedm is provided in the litedm user manual d00a00221e. Section 5.1 of the litedm user manual describes steps for verifying and accepting the results before printing patient results from litedm.